Manufacturer narrative:
Lot# 805000013 was mistakenly omitted in the initial report. Expiration date 2/14/2020 was mistakenly omitted from the initial report. Asp investigation summary: the investigation included a review of the batch history record, complaint trending by lot number, visual analysis, and system risk analysis (sra). The batch history record was reviewed and test specifications for the product release were met. No issue were observed that would contribute to the reported issue. A review of the lot history from for the previous six months from open date revealed trending was not exceeded. Visual analysis was not performed as the product was not available for return. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The assignable cause could not be confirmed as the customer indicated there is no way to confirm whether the reported issue is valid or which facility reported the issue since this was reported anonymously. As a result, the customer stated retraining was performed for all employees who handle cidex® opa solution as a precaution. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported using expired cidex® opa solution past the 75-day open date of the bottle and the instruments that were cleaned in the solution were released and used on patients. They stated the solution was tested with the cidex® opa test strips for the minimum effective concentration (mec) and passed with each use and the solution was heated per instructions for use (IFU) to 20 °c (68°f). There was no report of infection, injury or harm to patient(s) associated with this issue. The instructions for use (IFU) states that once the bottle has been opened, the solution remaining in the container may be stored for up to 75 days until used. The customer was advised to always follow the IFU and to discard any solution passed the expiration date. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses expired product and releases it for use on patients since they cannot guarantee high-level disinfection has been achieved.